Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nim flex tube size 7.5 was intubated into patient initially, ticks for right vocalis during electrode checks was not registered, checks were done to ensure no technical faults such as making sure contact is made with patients vocal cords, and ensuring connections on patient interface are well connected. Clinical specialist sought surgeon  for approval to change out currently intubated tube for another size 7.5 tube after several minutes of checking. Ticks still not registering (green tick) on right vocalis. Size 7.5 tube changed out to size 8.0 tube under doctors request. Vocalis still not registering as green ticks during electrode checks. Proceeded to monitoring page, reduced stim level to 0.5, increased threshold to unspecified level above 100uv, this is due to running emg reading high activity. Operation proceeded; electrode checks show green ticks. Stimulation works fine with size 8mm tube.  Interventions done: 1. 3 tubes were changed out and used, size 7.5, size 7.5 then size 8  2. Technical checks were done such as checking connections on patient and patient interface as well as visible contact of patient's vocal cords during intubation.  3. Nim 3 machine settings were adjusted to help lessen activity from running emg, such as increasing threshold beyond 100uv and decreasing stim level to 0.5ma.  Procedure extended by about 50 minutes there is no patient impact.